Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit power up properly after battery installation. Unit received with operating currents within spec. No battery out limit alarms noted. Unit received with minor scratches on lcd window. Unit received with broken reservoir tube lip.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer stated that their belt clip broke and had to wear their insulin pump in their pocket. The customer stated that the device may have been exposed to moisture. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.